Event description:
During a craniotomy for tumor parietal resection with language and motor mapping using stryker nav3i and cranial map software, the surgeon noticed an inaccuracy of the system. After opening the bone flap to access the tumor location, the surgeon reported navigation to be off approximately 2cm, based on the MRI. Mask registration with rescue points were used along with a landmark check for registration. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. Navigation was canceled and the procedure was completed successfully using ultrasound.

Manufacturer narrative:
During the device evaluation, the reported event could be duplicated, and incorrect surface registration was determined to be a possible root cause.

Event description:
During a craniotomy for tumor parietal resection with language and motor mapping using stryker nav3i and cranial map software, the surgeon noticed an inaccuracy of the system. After opening the bone flap to access the tumor location, the surgeon reported navigation to be off approximately 2cm, based on the MRI. Mask registration with rescue points were used along with a landmark check for registration. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. Navigation was canceled and the procedure was completed successfully using ultrasound.